Event description:
Additional information noted that the care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The investigation into the positioning issues and the limb ischemia ¿ reversible has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the root cause of the positioning issues is due to use as the impella was caught under the papillary muscle after it crossed the av. The root cause of the limb ischemia is most likely due to use as they left the large od sheath in instead of replacing it with the smaller od repo sheath.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While the impella was crossing the aortic valve (av), placement appeared to be under the pap and repositioning was attempted. The impella came back out across the av. Attempts to re-cross were unsuccessful. The device was removed from the sheath, rinsed, and re-loaded over the .018 wire with no issues. Two days later on (B)(6) 2023, patient limb ischemia was noted. No treatment or blood products were provided for limb ischemia. The patient remained on impella cp support until (B)(6) 2023.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿